Manufacturer narrative:
Medical device additional catalog #: unknown. (B)(4). Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time.

Event description:
It was reported that insyte-n autoguard winged yel 24gax.56in needle went through the catheter. The following information was provided by the initial reporter: date of complaint: (B)(6) 2021 reporting unit: nicu. Defect/problem: ¿I had another complaint of another bd catheter splintering on insertion. This catheter has the same ref #, however, there is a different lot # from the other 2.¿ ¿I continue to receive complaints from several nurse of the catheters splintering or splicing upon insertion. These nurses are experienced (5-10 years) in inserting ivs in the neonatal population.¿ patient harm: no patient harm, however, babies requiring multiple sticks defective product available: not the actual defective catheters, but the unused catheters from the lots referenced above.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-04. H6: investigation summary. Bd received two 24 gauge insyte autoguard winged adapter units, one from lot 0265013 and one from lot 0265143, for evaluation. A review of the device history record was performed and no quality issues were found during production. Our quality engineer visually inspected both returned units and observed a v-shaped cut through the catheter tubing. This cut is indicative of a needle spear through. Next, the catheter tips were inspected and found to both be acceptable and within product specifications. Based off the visual inspection the engineer was able to verify the reported defect of needle through catheter. Unfortunately, a definitive root cause could not be determined. This issue can occur if there was a misalignment during the catheter placement process or if the tip adhesion is not broken correctly.

Event description:
It was reported that insyte-n autoguard winged yel 24gax.56in needle went through the catheter. The following information was provided by the initial reporter: date of complaint: 1/8/21. Reporting unit: nicu. Defect/problem: ¿I had another complaint of another bd catheter splintering on insertion. This catheter has the same ref #, however, there is a different lot # from the other 2.¿ ¿I continue to receive complaints from several nurse of the catheters splintering or splicing upon insertion. These nurses are experienced (5-10 years) in inserting ivs in the neonatal population.¿. Patient harm: no patient harm, however, babies requiring multiple sticks defective product available: not the actual defective catheters, but the unused catheters from the lots referenced above.